Event description:
It was reported that 1 syringe 0.3ml 29ga 1/2in had foreign matter on the device cannula or in the fluid path. The following information was provided by the initial reporter : the user reported that when aspirating insulin the solution looked dark in the barrel.

Manufacturer narrative:
H6: investigation summary: customer returned several images of syringes labeled as being 0.3ml, 29 gauge, 12.7mm syringes from lot 0342409. Close-ups of the barrels of the syringes show a number of thin, dark, banded ringlets that encircle the barrel¿s transverse plane. These ringlets are mostly present towards the distal tip of the syringe barrel, quickly fading out farther up its length. A review of the device history record was completed for batch # 0342409 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the images received, bd was able to confirm the customer¿s indicated failure of foreign matter in/on the barrel. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Initial reporter phone# : unknown. Initial reporter city and state : unknown, reported through (B)(6) nj. Initial reporter zip code : unknown. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 syringe 0.3ml 29ga 1/2in had foreign matter on the device cannula or in the fluid path. The following information was provided by the initial reporter : the user reported that when aspirating insulin the solution looked dark in the barrel.